Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/6/2019. (B)(4). Additional narrative: it was reported that patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2009 due to incontinence, nocturia, urinary tract infection, urinary retention, obstruction, cystocele, rectocele and vaginal prolapse.